Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that only visual analysis was performed.

Event description:
It was reported that during implant the helix was unable to retract and there was difficulty in removing the lead and therefore was cut and removed partially. A new lead was implanted. No patient complications have been reported as a result of this event.